Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "exchange" and "not intact" (rupture). The device has been explanted. Patient has history of breast cancer and radiation treatment. Cancer is not device related.

Event description:
Healthcare professional reported, right side "exchange" and "not intact" (rupture). The device has been explanted. Patient has history of breast cancer and radiation treatment. Cancer is not device related.